Event description:
A malfunction was reported with a code identified as malf 0. There was no reported adverse impact to the customer's blood glucose level. Customer technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The caller was advised to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.